Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room for unrelated issues and shortly after entered cardiac arrest. It was discovered that the patient's implantable cardioverter defibrillator (ICD) had several non-sustained right ventricular oversensing episodes and a possible capture issue but this was not confirmed. The episodes were considered to most likely be due to patient's underlying conditions and the patient experienced syncope. Programming changes were made to help address the issues. The patient condition was unknown.